Manufacturer narrative:
Image analysis: one photo was received for review. The image shows a shelf carton label of a nc euphora device. The lot number on the shelf carton label matches the complaint on file. The complaint cannot be confirmed by the photo provided from the account. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion was a non-calcified, non-tortuous lesion located in the distal left anterior descending artery (lad). It was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. The lesion was pre-dilated using one 1.5x15mm euphora balloon with no issues noted, one 2.0x15mm non-medtronic balloon and one 2.0x15mm euphora balloon with no issues noted. The device passed through a previously deployed stent. No inflation difficulties were noted. Deflation difficulties were noted after the first inflation with pressure of 12 atm. The balloon fail to deflate. The device was not moved or repositioned while inflated. Initial reporter's phone number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora balloon catheter to treat a lesion in the distal left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated using one 1.5x15mm euphora balloon, one 2.0x15mm non-medtronic balloon and one 2.0x15mm euphora balloon. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The nc euphora balloon was being used to post dilate a non-medtronic 2.25x26 stent. It was reported that the balloon could not deflate after inflating to 12atm. It was also reported that removal difficulties occurred and difficulty removing the balloon following balloon inflation was encountered. A non-medtronic guidewire was used to attempt to puncture the balloon but it was unsuccessful. The balloon was removed with the guiding catheter and off radial sheath. The procedure was completed and the stent was post dilated using two non-medtronic balloons with a good stent apposition result. The patient is alive with no further injury.